Event description:
It was reported that during a da vinci-assisted surgical procedure, the system encountered repeated recoverable 23017 error on arm#3. The technical support engineer (tse) advised the customer disable the patient side manipulator 3 (psm3). The customer disabled psm3 and completed the procedure with no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the system functionality was checked upon powering on the system and the system initially powered on without errors. The procedure was completed successfully with the same da vinci surgical system.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was able to reproduce the customer reported problem. The fse replaced patient side manipulator (psm2) to resolve the reported problem. The system was tested and verified as ready for use. Isi received the psm involved with this complaint and completed the device evaluation. Failure analysis investigations could not reproduce the reported 23017 error on axis 6 of the psm. However, the error was confirmed via the field error logs. A visual inspection was performed, and the psm was installed onto the system. The system powered on, and the sine cycle and test drive were performed without any issues. The psm also passed all tests that were performed via the matlab. No trouble was found with this psm. However, the axis 6 motor would be replaced as a precaution. No image or video was available for review. A review of the site's system logs for the reported procedure date was conducted by technical support when the customer called for troubleshooting assistance. Investigation revealed error 23017 on psm 3 related to the reported complaint. An event verification confirmed the procedure was performed on the reported event date (B)(6) 2022 on system (B)(4). This complaint is reportable malfunction event due to the following conclusion: a psm was disabled after the start of the procedure and the surgeon was able to continue with the procedure robotically using 3 arms. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a procedure change.